Event description:
It was reported that during a pci procedure, the floppy rtw guide wire fractured outside the patient. The physician had ablated with a 1.5 mm burr and was exchanging for a 1.75 mm burr. During platforming of the 1.75 mm burr outside of the patient, the floppy rtw guide wire fractured. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "good".